Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, guide wire damage occurred. The 70% stenosed lesion was located in the tortuous mid right coronary artery (rca). Difficulty was experienced while advancing a maverick2 20mm x 3.0mm balloon catheter over the iq guide wire to the mid rca. Upon withdrawal, resistance was encountered between the guide wire and balloon catheter. The physician successfully removed the guide wire and balloon catheter from the pt as a unit. Upon inspection, the physician noted that the outer guide wire coil was cracked approximately 20 cm from the tip. The procedure was successfully completed with a different device. No patient's injuries or complications were reported. The patient's status is unk.